Event description:
It was reported that the patient experienced inappropriate therapy. The device battery lasted for less than five years. There was an apparent fracture on the lead. High impedance and oversensing were also observed on the lead. The device and a part of the lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.